Manufacturer narrative:
The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered chemical and/or biohazardous in nature. Service was dispatched for this event and on-site on (B)(4) 2011. The field service engineer (fse) discovered vacuum under limits errors had been occurring in the instrument event log since (B)(4) 2011. The fse did not locate any liquid that had leaked into the instrument, but there was dried wash buffer and waste residue found around the wash tower. The fse replaced the system vacuum pump and primed the fluidics lines to verify the vacuum pump was functioning properly. Hardware was the root cause for this event. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that a leak had occurred underneath access 2 immunoassay system while it was running. The leak was clear fluid which was spilled onto the floor and was cleaned up by the user before reporting to bec. It is unknown if msds was reviewed, and the facility does not have an exposure control or risk management plan in place. No patient results were generated. There was no report of injury or exposure to the user, and medical attention was not sought.